Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Ppf alleges dislocation and infection. After review of medical records for the MDR reportability, the patient was revised to address right hip deep prosthetic infection and cup revision with sciatic neurolysis. Revision notes reported of fair degree metallosis and also reported that a scant amount of fluid was sent out of culture which appeared clear, without evidence of infection. It was also reported that several cultures of hip did not reveal any positive growth and there was a fair degree of metallosis again with cloudy-appearing fluid both superficial and deep to his fascia , particularly in the acetabular component. The acetabular component had some long-term wear secondary to the metal head articulating with it long term when he still had the misplaced metal liner. Doi: (B)(6) 2010; dor: (B)(6) 2011; right hip. See (B)(4) for the first revision.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.